Event description:
It was reported while using bd micro-fine¿+ pen needles 31g x 5mm (100 count) there were missing languages. There was no report of patient impact. The following information was provided by the initial reporter, translated from french to english: currently, we have placed 104 pieces in quarantine because the packaging is not in conformity. There is no inscription in french or german.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval: yes. D10: returned to manufacturer on: 10-mar-2023. H6: investigation summary : two photos of a 31g x 5mm pen needle carton were returned from lot. No. 2242770, cat. No. 320594 along with a photo of product that is not manufactured in dl. As per investigation, the current labeling on the 31g x 5mm pen needle carton meets manufacturing specifications. Cat. No. 320594 is not destined for luxembourg. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the photos returned and the fact cat. No. 320594 is not destined for luxembourg no root cause can be identified. Cat. No. 320586 is destined for this region which includes the required languages.

Event description:
It was reported while using bd micro-fine¿+ pen needles 31g x 5mm ((B)(4) count) there were missing languages. There was no report of patient impact. The following information was provided by the initial reporter, translated from french to english: currently, we have placed (B)(4) pieces in quarantine because the packaging is not in conformity. There is no inscription in french or german.